Event description:
Information was received from a family member regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was still experiencing pain at the implantable neurostimulator (ins) site. It felt like it was bruised. The stimulation was blocking the pain as it was intended, but they had this discomfort at the ins pocket. The caller was wondering if this was normal. The patient had been implanted on (B)(6) 2016 and was redirected to their hcp. Another call with the family member and the patient reported that they saw the patient's primary hcp on (B)(6) 2016. The hcp looked at the implant sire. The hcp stated that it appeared to be healing fine, that everything was working fine, and there was no apparent damage. The patient had no back pain and was able to walk further now when they had the stimulation turned on. The patient just had the pain at the implant site. The patient stated that the pain had improved but there was still pain. The family member stated that the location of the ins implant was in a bad spot. It was located where the patient's pants normally sit so when the pants press-up on the site it caused more pain. It was reported that the patient had fallen about a week after the implant surgery. The patient had gone to use the toilet and fallen because there were still weak and a little off balance. When the patient fell they had landed on the ins site. The patient had not gone to see the pain managing hcp in (B)(6) as they were currently in (B)(6). It was stated that the patient would be contacting this hcp in (B)(6) sometime mid-(B)(6) to have the ins site assessed and would call to tell the manufacturer when the appointment date would be scheduled for.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.